Manufacturer narrative:
G8 : 9617229-2021-56575. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, migration a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported events of chronic cough, persistent tiredness and pain. Physician later reported rupture and capsular contracture diagnosed by ultrasound, several years of health issues: dizziness, nausea, physical weakness, chronic fatigue, pain and swelling of breast. Patient representative has further reported ¿muscle weakness, joint pain¿, ¿shortness of breath¿ and ¿it completely liquefied and leaked into the body, so that complete removal of the silicone could not be guaranteed¿. This record is for the right side. The device has been explanted.